Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low battery alarm was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with a low battery alarm, which was identified during bio-med testing. This condition was confirmed during product evaluation as a depleted battery alarm and was discovered to have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).